Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings greater than 500 mg/dl. A "hi" display message indicates a reading greater than 500 mg/dl. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This serves as a correction report. The 30 day follow up #1 report incorrectly cited the strip lot number as 150050. The correct strip lot number is 1500506. Should have read: requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1500506 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of "hi" (greater than 500 mg/dl), 474 mg/dl and 115 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.